Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Follow up attempts were made for details of the event. No further information has been provided at this time. File will be reopened when new information is received the manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and patient details were received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, when lens came out the cartridge, the haptics and lens had very clean cuts in them and the haptic was severed. The lens was explanted during initial procedure and replaced with the same model and diopter lens. The patient¿s vision was not good post up day one. Additional information has been requested.